Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. No replace battery now alarms noted. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was 80 mg/dl. Troubleshoot was performed. Pump alarmed with replace battery now. Customer stated contacts are neither missing nor damaged. Customer reports pump did not alarm battery failed alarm. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.